Event description:
Event description boston scientific crm received information that during the implant procedure, the 4469 atrial lead was attempted and removed when the exposed helix caught on the right ventricular lead. During a revison procedure at one day post-implant, the 4456 right ventricular lead was explanted and replaced due to dislodgement. No adverse patient effects were reported.